Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02549. It was reported that stent thrombosis and patient death occurred. The patient presented with a vein graft, st-elevation myocardial infarction (stemi) where the vessel had shut down, a diseased circumflex and the culprit lesion unknown. A 2.25 x 32 synergy ii drug-eluting stent was implanted in the lad and a 2.75 x 24 synergy ii drug-eluting stent was implanted in the proximal lad. During the procedure, the stents were pre-dilated and the patient started experiencing chest pains at a scale of 4 to 5 out of 10. No side branches were noted to have shut down. The patient was given some pain medications and taken off the table. An hour later, the patient experienced a 10 out of 10 chest pain and then coded. The previously implanted synergy ii stents had completely clotted off. The patient didn't survive and died on the same day.